Manufacturer narrative:
The date of the event onset was reported as unknown date (B)(6) 2016 also reported as ¿about 2.5 weeks ago¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the event. On an unknown date in the same month as the event onset, the patient started treatment with intraperitoneal vancomycin (dose and frequency not reported) for peritonitis. Five days after the receipt of this report, the vancomycin was discontinued. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.